Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the unit operated appropriately with system trainer and patient simulator. The customer¿s blood pressure adapter cable was unavailable for testing at the time. The iabp unit was returned to the customer for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, ECG issues occurred; pressure waveform was unavailable. There was no patient harm or adverse event reported.